Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " use pads immediately after opening. Do not store pads in opened pouch. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the arctic sun gel pads were in use for 3 days, after which the complainant stated that the pads were allegedly, no longer adhering to the patient's skin. The loss of adhesion; however, did not affect treatment, and the patient continued to received therapy. The patient was post cardiac arrest following a drug overdose. He was also (B)(6).